Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported poor communication. The patient reported that she attempted to charge the ins and the recharger couldn¿t find the ins to charge. The patient reported that she didn¿t use the device as much because she didn¿t need the ins was much. The patient reported that she was unable to keep up with charging and accidentally let the device go long without charging and now the ins won¿t charge. The patient also reported that the device was starting to drain faster. The patient reported that she was having problems in the knee or foot but didn¿t know if it was her back. The patient reported that she didn¿t used to have pain in the foot but last winter her foot started hurting more. The patient reported that she found it was her nerve not knee or foot causing her problem. The patient reported that her back never hurts. No further complications were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their own neglect caused the issues. The patient met with a manufacturer representative who fixed it and resolved their problem with the inability to charge and depleting faster.